Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited low pacing impedance measurements during the implant procedure. The measurements were within range. Additionally tricuspid regurgitation was noted during the initial implantation. After the patient was discharged, the rv lead dislodged into the right atrial (ra) lead. During this, the doctor thought the patient had cardiopulmonary failure, and the patient received cardioulmonary resucitation (CPR). The patient presented to the emergency room (ER) where the device was checked. Technical services (ts) noted this ICD exhibited oversensing of atrial fibrillation (af), which caused the device to deliver inappropriate shocks and anti-tachycardia pacing (atp). Ts was unable to determine whether the therapy delivered accelerated the arrhythmia and suspected shocks were delivered due to undersensed ventricular fibrillation (vf). Tachy therapy was disabled for this device. Subsequently, the doctor opted to explant this ICD system due to high pulmonary pressures, tricuspid regurgitation, and the rv lead resulting in frequent ventricular ectopy. No additional adverse patient effects were reported. This ICD was returned for analysis.